Event description:
It was reported that the patient received inappropriate therapy due to noise in the right ventricular (rv) lead. High rv pacing impedance and oversensing with a high number of short v-v intervals were also reported. The lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed oversensing with ventricular non-sustained tachycardia less than or equal to 210 ms on (B)(6) 2013 and ventricular fibrillation less than or equal to 210 ms average ventricular cycle between (B)(6) 2013. A lead integrity alert was triggered on (B)(6) 2013 for lead failure predictor and out of tolerance lead impedance on (B)(6) 2013. High right ventricular (rv) pacing lead impedance was noted with a patient alert for out of tolerance impedance on (B)(6) 2013. Daily pacing impedance trend data shows a spike increase for rv pacing impedance equal to 472 ohms to unspecified measurement between (B)(6) 2013. Also, there was non-physiologic oversensing/short interval counts equal to 3,105 counts in 0.83 day between (B)(6) 2013. (B)(4).